Event description:
It was reported that the device interrogation measured 2.62 volts and 10 days earlier the interrogation measured 2.59 volts. A review of save to disk data showed battery voltage of 2.93 - 2.95 volts. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device interrogation measured 2.62 volts and (B)(6) earlier the interrogation measured 2.59 volts. A review of save to disk data showed battery voltage of 2.93 - 2.95 volts. The device remains in use. It was also reported the device reached elective replacement indicator (eri) therefore the device was removed and replaced with a new device. The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6) 2010, the battery voltage with telemetry was 2.62v and the daily measurement was 2.93v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6) 2010, the battery voltage with telemetry was 2.62v and the daily measurement was 2.93v. The device was returned and analyzed and the eri triggered due to high battery impedance.